Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of atrial lead noise causing automatic mode switches noted in stored electrograms. Additionally, there was extracardiac stimulation caused by the atrial lead. As a result, the right atrial lead was capped and replaced during routine generator change on (B)(6) 2020. The patient was in stable condition.